Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was a false positive result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3019813 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch for performance. Retention samples from batch 3019813 (100 tubes) were available for inspection. The retention samples showed no media defects or evidence of contamination/turbidity in 100/100 tubes from visual inspection. Retentions were performance tested for growth and antibiotic susceptibility. All performance testing for growth and antibiotic susceptibility was satisfactory per qc procedures and in accordance with the certificate of analysis. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for performance defects. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.